Manufacturer narrative:
The device was inspected and no manufacturing defects were observed that would indicate a failure to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 429 mg/dl while wearing the pod between 24 and 36 hours. The patient reports their personal diabetes manager (pdm) had alarmed for high blood glucose levels 2 times during the night. The patient had woken up in the morning feeling nauseous and vomiting. In addition the patient had experienced frequent urination and dry mouth. The patient had administered 2 insulin corrections during the night and a manual injection of insulin in the morning. The patient had spoken to their primary care physician (pcp) via a phone call. The patients pcp prescribed the patient zofran (4 mg) to be take every 6 hours daily.